Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to experienced pain and discomfort which appeared to be tied to pacing pulses. A remote transmission showed that the implantable pacing lead was sensing the other chamber and was not capturing; a lead dislodgement was suspected. It was further reported that the implantable pulse generator (ipg) showed false detection of high rate atrial episodes that appeared to be electromagnetic interference. The lead and ipg remain in use. No patient complications have been reported as a result of this event.